Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder self activated upon plugging in and was continuously beeping. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the jaws were difficult to open and close, they were burnt, and the hot jaw silicon was partially detached and cracked. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4)